Event description:
The intra-aortic balloon catheter was inserted during repeat coronary bypass surgery. On the morning of 4/15/97, the air leak alarm sounded. This was accompanied by backflow of blood into the catheter. The alarm was not able to be resolved by checking the system or tightening the connections. The surgeon removed the catheter. On visual exam, the balloon was ruptured. The pt tolerated having the catheter removed well. There was no complication from the rupture. The pt required no treatment because of this event.